Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: no photo or product was returned by the customer. The customer complaint that they have had multiple issue with the needle-free valve, they do not flush and do not allow draw back could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. A device history record review for model 2000e lot number 21095978 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA #(B)(4) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked and did not flush or draw back. There was no report of patient impact. The following information was provided by the initial reporter: "the issue is we have multiple per day that are faulty. They do not flush, allow draw back etc. They end up having to be thrown and get replaced. We just wanted to let you know that we are still having the issue. Staff all report that multiple times a day they are having to throw one out and get a new one because of this."

Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: no photo or product was returned by the customer. The customer complaint that they have had multiple issue with the needle-free valve, they do not flush and do not allow draw back could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. A device history record review for model 2000e lot number 21095978 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA #(B)(4) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked and did not flush or draw back. There was no report of patient impact. The following information was provided by the initial reporter: "the issue is we have multiple per day that are faulty. They do not flush, allow draw back etc. They end up having to be thrown and get replaced. We just wanted to let you know that we are still having the issue. Staff all report that multiple times a day they are having to throw one out and get a new one because of this."